Event description:
It was reported that pieces had broken off of nine devices. It was unknown how the parts broke. No additional information was reported. No patient involved. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and rework was found on part number 338.23 lot 7496139 for black residue in inside diameter. The parts were cleaned, inspected and passed. This rework is not relevant to the complaint condition because the issue is visual. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the dhs/dcs guide shafts are intended for use during lag screw insertion in the dynamic hip and dynamic condylar screw (dhs/dcs) system. Three dhs/dcs guide shafts (part# 338.23, lot# 7496139 (x2), mfg oct2013, lot# 7612180 (x1), mfg feb2014)were received with the complaint that ¿pieces had broken off part numbers 338.23 (6), 319.091, 319.39 and 03.900.002. It was unknown how the parts broke.¿ upon receipt of these devices it was seen that all three of the dhs/dcs guide shafts are missing both connecting tabs from the distal end of the devices, confirming this complaint. The technique for inserting the lag screw is to insert the coupling screw into the guide shaft and thread it into the end of the lag screw such that the tabs of the guide shaft seat into the slots of the lag screw. Given the method in which this assembly and insertion is intended to be performed, and the condition of the received devices, it is most probable that this complaint was caused by the application of torque to the guide shaft and not the dhs screw during insertion. The drawing for this part was reviewed (338_23 rev d) and the design was found to be sufficient for its intended use. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, this complaint condition is confirmed. This condition was likely caused by the application of torque to the guide shaft and not the dhs screw during insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.